Event description:
It was reported that during a electrophysiology procedure, a guide wire break occurred. The intended location for treatment was the coronary sinus. At an unspecified time during the procedure and inside the patient, a 182 cm choice pt guide wire broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a electrophysiology procedure, a guide wire break occurred. The intended location for treatment was the coronary sinus. At an unspecified time during the procedure and inside the patient, a 182 cm choice pt guide wire broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed one segment fractured of the device was received and the proximal section of the body returned presents kinks along the body. Outer diameter was within specification. Sem analysis revealed bending overload as the cause of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).